Event description:
Info received indicates the brake and brake/steer casters will not hold the brake.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.